Event description:
During the initial implant procedure, failure to capture was observed on the left ventricular lead. Under fluoroscopy, it was found that the lead had dislodged into the coronary sinus. The lead was explanted. The patient was in stable condition.